Event description:
Sequential compression device (scd) alarming for foot pump.

Event description:
Sequential compression device (scd) alarming for foot pump.

Event description:
Sequential compression device (scd) alarming for foot pump.